Event description:
Patch implanted on 8/1/94. Pt indicated patch (suture) came loose around midnight. The bowel eviscerated around the patch at the suture and came up through one side of the incision pushing graft to one side. Pt was taken back to surgery to replace patch.